Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 26 mmol/l. Customer was treated with insulin pump for high blood glucose. The customer declined to troubleshoot for the high blood glucose incident. It was unknown that auto mode feature was active or not at time of high blood glucose event. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.